Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a red x and there were no battery indicator lights illuminated. The battery worked fine in another device. No pt harm occurred.